Event description:
It is reported that insulin pump was submerged into water causing fluid under lcd screen. Customer's blood glucose was 40 mg/dl which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power and self tests. The pump alarmed compromised force sensor system during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the alarm. The pump was received with high idle current due to corroded electronic stack. The pump had a corroded motor home switch. All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked reservoir tube, a cracked case, a cracked case at the reservoir tube window corner and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, the device will be returned for analysis and further info will once the analysis has been completed. No conclusion can be drawn at this time.